Event description:
Product analysis was completed on the returned computer, flashcard, computer serial cable, and programming wand. No anomalies associated with the computer performance were noted during testing using the ac adapter or the main battery with a full charge. The computer and serial cable performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis of the wand identified that the wand serial data cable, which produced communication errors, had an intermittent conductor at the handle location. The serial data cable strain relief (handle location) and the battery cover latch were damaged. A known good bench serial data cable was substituted and all communications errors cleared. The wand malfunction event will be reported on a separate asr report.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns dell x5 computer with 8.0 software would "sometimes freeze, the screen would black out, and the device would shut itself off, and that he would have to power it back on again using the power button." The screen freezing occurred during interrogation, during systems diagnostics, and also other unrecalled screens. The computer was reported as being fully charged and there were no issues with the computer holding a charge. When a new wand and serial adaptor were attached to the computer, the handheld computer performed as intended. The computer, computer serial cable, programming wand, and flashcard have been returned and are pending analysis.